Event description:
It was reported by a surgeon via sales that an edwards aortic bioprosthetic valve was explanted after an implant duration of approximately 12 years due to a central regurgitant leak with one prolapsed leaflet that appeared 'thickened'. Follow up with the surgeon indicates the patient is doing good and is recovering. Medical records were requested but not provided by the hcp. No additional information provided.

Manufacturer narrative:
Device evaluation summary: the explanted device was returned to edwards for evaluation; thickened and swollen tissue was observed on all three leaflets at all three commissures. A tear was observed on leaflet 2 at commissure 3, tear measured approx 7mm in length. Thickened and swollen tissue was detected in the region of the tear. Host tissue was minimal on the tissue inflow and encroached onto the tissue by a greatest distance of 4mm. Host tissue was minimal on the tissue outflow and encroached onto the tissue by a greatest distance of 2mm. Host tissue was minimal to moderate at the stent inflow and minimal at the stent outflow. Minimal calcification was observed in the free margin of leaflet 2. Commissure 1 wireform was also exposed on the outflow aspect. The x-ray demonstrated calcification, commissures 1 and 2 appeared bent inward. Review and conclusions: device evaluation confirms the report of thickened leaflet primarily due to non-calcific tissue degeneration. Non-calcific tissue degeneration is a chronic event that is highly variable among patients. The mechanisms associated with non-calcific tissue degeneration are not fully understood, but are apparently mediated primarily by mechanical stress in the leaflet and the host response to the device. Patient biological factors such as age, immune system activation, metabolism, the state of the endocrine system, and comorbidities are believed to play important roles in the development of non-calcific tissue degeneration. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event.